Event description:
The international customer reported the ventilator was not in use on a patient when the vent inop occurred on startup, therefore there was no patient involvement. The customer reported the blower was replaced to address the reported problem.

Manufacturer narrative:
Customer to perform service h3 other text : customer to perform service

Manufacturer narrative:
Corrected data: unit was not in use on a patient.

Event description:
The international customer reported the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The customer reported the power supply would be replaced to address the reported problem.